Event description:
It was reported that the device alarmed ¿no disposable.¿ the reporter noted that the device was silenced, the settings were reviewed, and the clamp was closed. The cassette was removed, gently tapped, and the tubing was massaged. The cassette was replaced, but the alarm continued. Trouble shooting was repeated but the alarm persisted. The pump was then powered off, and the patient was advised to call the clinic when it opened for further instructions, as they already had an appointment. The reservoir volume was 13.8 ml, rate was 2.2 ml per hour, and 85.05 ml was to be given. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.